Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately fourteen years eleven months post implant of this bioprosthetic valve, this device was explanted and replaced. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the patient presented with dyspnea and fatigue. The patient had severe mitral stenosis with a mean gradient of 25mmhg. The physician attempted to replace the valve with a non-medtronic transcatheter valve. The replacement attempt failed, and the physician converted the procedure to an open heart surgery. An intraoperative echocardiogram showed no aortic or mitral insufficiency with satisfactory function of both valves. However, it showed severe global left ventricular dysfunction with an ejection fraction of less than 10%. Multiple attempts were made to wean the patient from cardiopulmonary bypass (cpb) using inotopes and a balloon pump. The patient could not maintain adequate pressure and arrested. The patient could not be resuscitated and subsequently expired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.